Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 4:11 pm, the result from meter serial number (B)(4) was hi (greater than 600 mg/dl). At 4:14 pm, the result from meter serial number (B)(4) was 331 mg/dl. The second meter was believed to be accurate.

Manufacturer narrative:
Quality controls were performed on both meters and were acceptable. The meter and strips have been requested for return. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
No customer material was received so no further investigation was possible.